Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly the pump battery fully depleted and subsequently the pump shut off. The customer¿s blood glucose was less than 50 (mg/dl) and was treated by drinking juice. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. The customer reported that the pump had turned on and the alert had not reoccurred after charging the pump.